Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they have been experiencing low blood glucose incidents. On (B)(6) 2017 they had an incident with an unknown blood glucose levels at the time of the incident. The customer has been having a lot of unexplained lows and their doctor wanted them to find out if the pump was over delivering insulin. The customer was concerned about one incident where she was so low that her blood glucose did not register on a meter. The customer experienced symptoms such as a seizure. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The insulin pump will not be returned for analysis.